Event description:
On 06/27/2024, it was reported by a sales representative via phone that an ar-8935cl-12 kreulock screw, and an ar-8935cl-14 kreulock screw would not lock into the plate. This occurred during a syndesmosis repair on (B)(6) 2024 that was completed using an ar-8935cl-12 kreulock screw that worked accordingly. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.